Event description:
It was reported that the patient was implanted a sirus nail for femur 9.3, right, l=360 on the right side on unknown date. The patient had a surgery due to the breakage of the nail. The following statement was reported: "patient was operated around 2 yr before and was load bearing. "

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).